Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black. Manual compression was used instead to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. No anomalies were observed with the bleed back indicator. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and the blood flow did not stop and start again. A 6f exoseal was used for hemostasis. A 6f 10 cm non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium/plaque, no vessel tortuosity, no stent near the site, no stenosis greater than 50%. There was no prior closure or manual compression within thirty days. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in percutaneous coronary intervention (pci) case with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black. Manual compression was used instead to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. No anomalies were observed with the bleed back indicator. There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. The exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and the blood flow did not stop and start again. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing. The device was not attempted to be deployed outside the patient¿s body. A 6f exoseal was used for hemostasis. A 6f 10 cm non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium/plaque, no vessel tortuosity, no stent near the site, no stenosis greater than 50%. There was no prior closure or manual compression within thirty days. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in percutaneous coronary intervention (pci) case with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black. Manual compression was used instead to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. No anomalies were observed with the bleed back indicator. There was no difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. The exoseal vcd and 6f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and the blood flow did not stop and start again. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing. The device was not attempted to be deployed outside the patient¿s body. A 6f exoseal was used for hemostasis. A 6f 10 cm non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium/plaque, no vessel tortuosity, no stent near the site, no stenosis greater than 50%. There was no prior closure or manual compression within thirty days. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in percutaneous coronary intervention (pci) case with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428206 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.